Event description:
It was reported the pt is experiencing auto-reducing. Additionally, the pt stated that he lost stimulation on (B)(6) 2014. Diagnostics revealed invalid impedances. The pt will have ex-rays taken and meet with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.